Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The device had stuck motor error alarm loop during bolus delivery. The motor passed the motor test. The motor may have had an intermittent failure not detected during our testing. The device had cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing address serial number label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 219 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.